Manufacturer narrative:
On 2/8/2017 - follow-up 02 is being submitted because the analysis result was missed on follow-up 01. The returned ICD first underwent a status interrogation. The device status was mol2, and 96 charge processes had been registered. During a visual inspection, discoloration of the housing was noted. This type of discoloration can occur by the formation of titanium oxide, due to the strong electrical fields during a shock delivery, which form on the housing surface of the ICD. This is normal and to be expected. The memory content of the ICD was checked. The check of the available iegms showed interference signals in the ventricular channel, which, matching the clinical observation, led to several shock deliveries. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In addition, the icds capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. Furthermore, the production documents of the ICD were reviewed. All manufacturing steps had been carried out properly. There is no indication of a material defect or manufacturing error.

Manufacturer narrative:
The ICD and lead are currently not available for analysis. At this time, we are not able to draw any final conclusions with regard to the clinical observations. The investigation will be continued as soon as we have new information.

Event description:
Ous MDR - after an implantation time of about 30 months, oversensing with inappropriate shock delivery was reported. Brown discoloration on the lead and blue discoloration on the back of the housing were also reported during the surgical revision. Signs of wear on the housing from the lead were also apparent. The lead and the ICD were not returned to biotronik but were issued to the patient by the surgeon as per her request.